Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital for an unrelated reason showing myopotential oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended.